Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump had crack in case on the reservoir compartment and pieces of the casing fell off. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.